Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a myocardial infarction (mi) occurred. The target lesion was located in the circumflex artery (cx). The vessel reference diameter of 3.0mm and the lesion length was 15mm. Pre-procedure was 90% stenosis and post-procedure was 0% stenosis. No information if direct stenting was attempted. A 3.0mmx16mm liberte stent was implanted. The procedure was technically successful. A target vessel related mi occurred. That same day a rise in cardiac markers was observed. No EKG changes were appreciated. The location of the mi was the posterior wall. At the time of the event, anticoagulation regimen included clopidogrel and aspirin. 3 days later, the patient was discharged without angina or silent ischemia. Discharged medication included aspirin 100mg daily/indefinitely and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product not returned for analysis.